Event description:
Additional information was provided that the lead was later surgically abandoned and replaced. High atrial thresholds were noted at that time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this right atrial (ra) exhibited a lead impedance of 2053 ohms. It was noted that the patient was in atrial fibrillation/flutter; therefore, the deivce was set to vvi mode. There was no evidence of noise. It was noted that the lead would continue to be monitored and re-evaluate when the device is replaced in the future. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.